Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. Additional information will be provided once available.

Event description:
A field service engineer was dispatched to the user facility for a distal end issue. During the inspection of the bronchovideoscope, burn marks on the biopsy port outlet at the distal end were found. There was no patient involvement.